Event description:
Caller reported advantage system blood glucose result of 204 mg/dl, professional result of 69 mg/dl within 10 minutes. Reported no adverse event relative to any discrepancy. A request was made for the return of the strips, replacement was sent. Meter passed valid control tests, was not replaced or returned.